Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced pain, a tight sling, scar tissue, and a small flap of mesh. A removal of the mesh was performed.